Event description:
It was reported that the customer's insulin pump shut off without a low battery/off indicator. The insulin pump will be repaired and replaced. The customer's blood glucose value was 130 mg/dl. No further information was provided.

Manufacturer narrative:
Findings: unit received with blank display due to corroded battery tube. Unable to verify off no power w/o low battery alarm due to blank display. Pump received with cracked reservoir tube lip, broken battery tube threads, minor scratched lcd window, scratched reservoir tube window and loose/shifted end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.